Event description:
It was reported that during the left ventricular (lv) lead implant procedure, when the lead was placed in the targeted lateral vein, all electrodes were having high thresholds and were difficult to use. The lv lead was removed, and a different lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.